Event description:
It was reported that the loaner device during inspection was found with no image. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: the customer reported no image issue was not reproduced. Furthermore, the following findings were observed : the insertion section was leaking. The nameplate was missing. The surface damage on the probe. The 3 sound lines was broken. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the ultrasound image failure. A definitive root cause for this issue was not established. However, it is probable that issue occurred due to a leak in the insertion tube. It is probable that water invasion damaged the ccd. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was no patient involvement in the event.